Manufacturer narrative:
E1: event country: qatar. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level and diabetic ketoacidosis event on (B)(6) 2026 which led to cause emergency room visit, as the patient reported infusion set cannula was bent. The patient was treated with insulin pen.